Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states,"pump started beeping air in line, when I opened the cassette to check the tubing the med squirted out the tubing, a small hole was noted within the blue connector piece and the rubber tubing that gets connected into the pump FDA safety report ID# (B)(4)."

Manufacturer narrative:
Additional info: d.11

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states,"pump started beeping air in line, when I opened the cassette to check the tubing the med squirted out the tubing, a small hole was noted within the blue connector piece and the rubber tubing that gets connected into the pump FDA safety report ID# (B)(4)."

Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states,"pump started beeping air in line, when I opened the cassette to check the tubing the med squirted out the tubing, a small hole was noted within the blue connector piece and the rubber tubing that gets connected into the pump FDA safety report ID# (B)(4)."